Manufacturer narrative:
B5; additional information received : it is unknown if there was any issues with the 18fr non-medtronic introducer sheath. It looked normal when inspected prior to use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft was intended to be implanted during the endovascular treatment of a 34.2 mm left common iliac artery aneurysm. It was reported that during the index procedure an 18fr non-medtronic sheath was inserted into the left external iliac artery and the bifurcate was inserted using the sheath. There was resistance when inserting the device after several centimeters, so the device could not be inserted. It was noted that the device seemed to be caught. The device was removed and both the stent graft and sheath were examined but no issues were noted. The stent graft was re-inserted with force and removed again with no deformation noted. It was confirmed that the device could only be inserted with force so the device was discontinued and a replacement device was inserted without any issues. Additional placement of the limb was performed both sides and the procedure was completed. The endurant was prepared per instructions for use and appeared normal before use. Per the physician the cause of the event was due to a possible device malfunction. It was said there was a possibility the device was larger than 18fr or that the device was not mounted neatly which led to the insertion difficulties. In relation to anatomy there was no problem with stenosis or tortuosity and the non-medtronic sheath was inserted without issues. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: it was clarified that when the physician mentioned the possibility of the device not being mounted neatly, they were referring to the section of the graft cover that contains the stent graft. Although it could not be confirmed that it was improperly assembled, the physician did notice a slight bulge at the top of the graft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: the od of the graft cover over the stent measured 6.07mm (max od 6.25mm). An in-house 0.035¿ guidewire was backloaded through the tip with no issues. The device was inserted into an in-house 18 french introducer sheath and advanced with no issues. No other deformation evident to the remainder of the device. Correction to d9 return date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.